Manufacturer narrative:
UDI - not required for the reported product code/lot number combination. Manufacturer date 11/10/2015 thru 11/11/2015. Note: although this report is related to a product that is labeled for use in the veterinary market, the product is identical to product that is labeled for human use. Therefore, this report is being submitted as a precautionary measure. The actual device has not been returned to the manufacturing facility for evaluation. Therefore, the investigation is based on the user facility information and evaluation of five retention samples from the reported product code/lot number combination. Visual inspection revealed no defects. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported that the surflash poly catheter came apart. Follow up communication with the user facility reported: it was reported that the surflash catheter came apart during the removal after being placed for approximately six to seven hours; there was no leakage noted during the placement in the healthy canine, for a dental procedure; it was reported that when they went to remove the catheter, they saw it sticking out of the entry site; it was able to be removed with hemostats before it went under the skin; it was reported that the piece that was sticking out was saved, and the hub end was disposed of; it was reported that on the surflash, the catheter material seemed flimsy; the unused catheters along with the subject catheter retrieved from the animal patient will be returned; the dental procedure completed as intended; and the condition of the canine was not impacted.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the return sample evaluation. The actual device was returned for evaluation. The overall length of the damaged catheter is 22mm, while the damage was observed on the surface closely from the needle hub. Cross sectional view of the fragment revealed damage. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the device was cut with a sharp object. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.